Event description:
The international customer reported the ventilator would not power on. The device was not in use on a patient therefore there was no patient involvement. Review of the device diagnostic history noted a prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The ventilator had been previously operating on the internal battery. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The manufacturers service technician confirmed the reported problem. The service technician reported the power management pcb board was replaced to complete the repair. Applicable testing was performed and completed without faults reported.

Manufacturer narrative:
Supplemental report